Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient experienced retention and had a catheter placed after the procedure. The patient also had some retention after the catheter was removed. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the cause of the patient's retention was not determined, but the patient thought that anesthesia "puts [them] into retention." The patient's retention was resolved with removal of the device. There were no further complication reported or anticipated.